Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(4) 2013; inratio: 3.1; and lab: 1.9. Time between testing was reported as 2 hours. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Pt recently diagnosed with, per pi, "lupus or antiphospholipid syndrome (aps) may falsely prolong the inr value. Testing with an aps-insensitive laboratory method is recommended for these pts. "This can not be ruled out as possible cause of unexpected inr results. Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filled: date: (B)(6) 2013, inratio result = 3.1, reference result = 1.9, mean = 2.50 and confidence limits: 1.6 - 3.4. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing performed on reported lot 305773 on (B)(4) 2013 yielded the following results: donor: (B)(4); inratio: 3.2, 3.1, 3.6.; reference: 3.67; bias threshold: 2.67 - 4.67; %cv: 8.02. Donor (B)(4): 2.2, 2.1, 2.1; 1.26; 1.9; 1.40 - 2.40; 2.71. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria. Precision criteria had been met. No further investigation required. Analysis of the client's data from repeat inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria.